Event description:
It was reported that the pt's implantable neurostimulator (ins) was depleting quickly. The device statistics indicated that there were gaps (up to two months) without recharging. Low impedances were reported for each of the 3 programs (117-302ohms). Additional info has been requested from the hcp, but was not available as of the date of this report.